Event description:
A nurse reported that the surgeon noted haze on an intraocular lens (iol) after it was inserted in the pt's eye. The iol was removed and replaced during the same procedure. An enlargement of the incision was required. In a follow-up, the surgeon further reported the lens came out of the inserter in two pieces. An unapproved delivery system/lens combination was used.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset and distal area (only tip returned). The optic was torn/split/cracked into three pieces. The three portions were scratched and scraped. Customer indicated the use of a delivery system unapproved with this model lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested on 09/11/2009 by fax and mail. A completed questionnaire was received on 09/24/2009. This report was mailed to FDA on: 10/09/2009.